Event description:
It was reported that the patient presented to the clinic experiencing fatigue due to arrhythmia. It was noted that the right atrial (ra) lead exhibited loss of capture and was found to be fractured. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was confirmed. The reported event of fracture was not confirmed. As received, a complete lead was returned in one piece. Final analysis found an external insulation abrasion breaching the outer insulation and exposing the outer coil distal to the suture tie impression. The cause of failure to capture was due to the exposure of the outer coil in the abrasion region consistent with friction to another device or feature of patient anatomy. No other anomalies were found.